Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 177 mg/dl at the time of incident. The customer stated that the no delivery alarm recurred during fixed prime. The customer was advised to disconnect and reconnect the reservoir and infusion set for plunger push. Troubleshooting did not find any issues during plunger push and manual prime. The customer was advised that the insulin pump was working as designed. The customer was advised that the alarm was caused by set/reservoir occlusion. The reservoir will not be returned for analysis.